Event description:
It was reported that during a procedure, prior to use, the nc voyager balloon catheter was noted to be kinked at the proximal shaft at the purple rotation join. It was noted that there was an attempt to straighten the shaft and the hypotube snapped and broke. There was no patient involvement. A second 3.0 x 20 mm nc voyager balloon catheter was used in the procedure without incident. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no patient involvement. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was noted that there was an attempt to straighten the bent shaft. The voyager nc instructions for use states, do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. Based on the information reviewed, there is no indication of a product deficiency.